Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned jii tibia depth stylus indicated some damage the hex feature of the shoulder bolt. This device was manufactured in 2016. The device exhibits signs of significant wear/ usage. A functional evaluation indicated that the knob on the returned device is seized up and does not function as intended. The ball is missing from the depth stylus plunger causing the device to malfunction. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during procedure the stylus seems broke. The measurement rotating part doesn't move the stylus anymore. A 30-1hr delay was reported. No backup device available. No more information provided yet.